Event description:
It was reported to st.jude medical that the pt received 4-5 external rescues during troubleshooting for high dfts. During consecutive attempts to continue with induction tests, telemetry issues were observed.